Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.1 was failed and multiple pockets had duplicate address detected. A field service engineer shut down the station, reseated all the cables in the drawer, restarted the station. The customer recovered multiple pocket failures by replacing cubie pockets, reloading medications, and successfully passing the acceptance test after reboot. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, its multiple pockets in different rows saying there is a duplicate address detected. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, its multiple pockets in different rows saying there is a duplicate address detected. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.